Event description:
Customer reported that tandem mobi pump battery would not charge. There was no adverse impact to customer's blood glucose level. Initial troubleshooting revealed no power source alert in pump history, and customer used recommended charging equipment, but the pump did not start charging after following initial instructions. Customer tried a different charging pad, which resolved the issue, allowing the pump to begin charging without further assistance. No pump shutdown occurred.